Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.

Event description:
The complainant reports an under delivery. The pump worked properly the first day. On the second and third day, it did not work and nearly all the nutritional product remained in the feeding container. The following day, the pump was used again and it worked properly.